Event description:
On (B)(6) 2014, 3m espe was informed that a surgical procedure was required to remove a piece of a 2.4x10mm mdi max with o-ball head and collar implant that remained in the bone after the implant fractured. The implant was placed on (B)(6) 2012; on (B)(6) 2014, the pt presented with discomfort and it was noted that the implant was loose and fractured. A trephine drill was used to remove bone and expose the implant fragment. The pt is reported as fine and as soon as the site is healed, another implant will be placed.

Manufacturer narrative:
In 2012, a total of four implants had been placed in this pt to secure a maxillary denture. 3m espe recommends that six implants are placed to retain maxillary dentures, so by using fewer implants, the potential for excessive forces on them during use is possible. Further, the dentist did not use a torque-measuring wrench, so it is uncertain to what forces the implant was subjected during placement. The clinical complaint history for this product is favorable with no pattern or trend in the number of fractures noted.